Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of a -18.0 diopter was torn due to product non-conformity with no patient involvment. It was reported that the haptic, the lens, and part of the optics were amputated and the cartridge ruptured on the side during implantation. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).